Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator. The reason for call was caller reported a CT scan was done in 2024 and it showed that the lead and the implant were not connected. Caller did not know when this happened. The caller was not with the patient. Agent redirected caller to the hcp or medical chart. No symptoms were reported.